Event description:
It was reported that the patient implantable cardioverter defibrillator delivered inappropriate therapy for atrial fibrillation with rapid ventricular rate. The device was reprogrammed. The patient will continue to be monitored.